Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration / malposition of essure device, location of device: right device not in tube/post ultrasound/migration of essure device, location of device: right device not longer in tube/body"), pregnancy with contraceptive device ("post-implant pregnancy / pregnancy with complications") and caesarean section ("c-section") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)" on (B)(6) 2017. The patient's concurrent conditions included high cholesterol and high risk pregnancy. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), depression ("depression`") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (acetaminophen) and surgery (c-section). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain and caesarean section outcome was unknown and the depression and anxiety had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, caesarean section, depression, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.